Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 222 mg/dl, hi (greater than 600 mg/dl) and 62 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that she self-treated after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.